Manufacturer narrative:
The product was not returned for evaluation and no lot number info was provided. The ophthalmologist reported that the pt could not remove the contact lens, she slept in it, and the next morning went to the emergency room where the lens was removed. The ophthalmologist reported the event is related to the contact lens.

Event description:
Consumer reported she was treated for an infection and her vision had not returned to normal. The consumer was seen by an ophthalmologist who reported the pt was diagnosed with a central infectious corneal ulcer o.s. And referred the pt. The pt was seen by a second ophthalmologist who reported a diagnosis of bacterial corneal ulcer o.s. The ophthalmologist reported that one evening, the pt could not remove the contact lens, she slept in it, and the next morning went to the emergency room where the lens was removed. The pt was treated with cefazolin, tobramycin, and vigamox. This ophthalmologist reported the event is related to the contact lens, and that the pt is still under treatment with unspecified permanent damage.